Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient stated he had gotten up during his dwell and went to use the restroom while still connected to the cycler. When the patient returned, he stated he felt moisture on his hip and found that the stay safe connector was leaking fluid from the plunger area. When the patient noticed the leakage, he closed the patient line and catheter clamps and pressed stop on the cycler. A follow up call was made to the patient's nurse who reported that there has been no patient injury. The patient's effluent has remained clear and no antibiotics were provided.